Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex updated. Corrected event date from (B)(6) 2017. (B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that the balloon came off with the sheath prior to being introduced into the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon came off with the sheath. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon® was selected for use. During procedure, it was noted that the balloon came off with the sheath. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.